Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio pro meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient did not state when the alleged product issue occurred, but informed the csr that they had obtained blood glucose results in the range of ¿95-115mg/dl¿ with the subject meter which they compared to another meter within 30 minutes of one another, however the results obtained on this meter were not provided. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. It was noted that the patient manages their diabetes by self-adjusting their insulin dosage and did not make any changes to their usual diabetes management regimen as a result of the alleged product issue. An unspecified period of time after the alleged product issue occurred the patient developed symptoms of ¿shakes and sweating¿. In response to these symptoms the patient self-treated by consuming fruit juice and dextrose. At the time of troubleshooting the csr noted that the unit of measure was set correctly and the results were taken from an approved sample site, however the patient did not wash their hands correctly prior to using the device. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.